Event description:
A report of a patient being explanted was received. The patient's ipg was constantly moving around in the pocket site. The pocket site was too big for the ipg.

Manufacturer narrative:
The explanted devices were not returned for evaluation. This is the final report.